Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the bed scale was not weighing accurately. There was patient involvement; however, no adverse consequences were reported.